Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 70 mg/dl. The customer stated that prior to the event, he had given himself a bolus but the insulin pump gave an alarm and turned itself off. The customer stated that he then replaced the battery and the insulin pump gave a motor error alarm. The customer further stated that he went on to clear the alarm and rewound the insulin pump but he had not disconnected from it, which resulted in him receiving 28.4 units of insulin. Reviewed alarm history and found a weak battery, a no power, and a motor error alarm. Reviewed prime history and found a 28.4 unit bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.